Event description:
It was reported that this right ventricular (rv) lead showed decrease in r wave and impedance. Boston scientific technical services (ts) cannot rule out some sort of insulation concern, possible dislodgement, migration or perforation. Moreover, ts suggested device evaluation. Additional information from the field representative indicated that an extraction reimplant on the patient's system was done. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field d6b: explant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed decrease in r wave and impedance. Boston scientific technical services (ts) cannot rule out some sort of insulation concern, possible dislodgement, migration or perforation. Moreover, ts suggested device evaluation. Additional information from the field representative indicated that an extraction reimplant on the patient's system was done. The lead remains in service. No additional adverse patient effects were reported.